Manufacturer narrative:
Date of event is estimated. Date of explant unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The allegation is against 1 of 3 components; however, it is unknown which component, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000075392. Common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000075392. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention for unknown reason wherein the entire system explanted at unknown date. The investigation did not determine which devices were involved.